Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the electrode tip found that the helix was fully extended and slightly stretched, which laboratory analysis concluded was likely induced. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observations.

Event description:
Boston scientific received information that this right ventricular (rv) lead perforated the heart wall, which led to a pericardial effusion. Subsequently, the patient was hospitalized, the pericardial effusion was drained, and the rv lead was explanted and replaced. No additional adverse patient effects were reported.